Manufacturer narrative:
The investigation for the reported low pump flow, access site bleeding, and thrombus has been completed. The device and data logs were returned for evaluation. The root cause of the access site bleeding issue was not determined since insufficient clinical information was provided. The root cause of the saturated flow issue was biomaterial found in the outflow track and on the impellers.

Event description:
The complainant reported there was a hematoma at the access site and heparin was halted. Additionally, the doctor mentioned they had to remove the impella 5.5 because of a clot ingestion and ordered heparin after washout of axillary pocket. The motor currents where high and the pump was explanted prior to any possible pump stop. The patient was then supported by a balloon pump (iabp).

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿